Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had surgery last week and turned the therapy off for it, they turned it back on and since then, it has not been right. They are constantly dripping wet and they will go pee and then have to change their diaper a million times. Helped caller connect to implant and increase settings. Patient will maintain stimulation level and will continue to track symptoms. Caller will maintain stimulation and adjust as necessary. Patient called back and stated that hasn't noticed any improvement yet. Reviewed therapy information and explained that it may take several days before notices improvement. Patient requested to check the setting. Patient connected and decided to increase setting a little bit more. Patient to monitor symptoms. Patient stated can feel stimulation and it is comfortable.